Event description:
During routine laparoscopic procedure the mono polar electrosurgical cable separated at the connector attached to the unit without being noticed. Because of the close proximity of the unit to the surgical drape, the drape caught fire when the electrosurgical unit was activated.